Event description:
Per the surgeon, device was explanted (B)(6) 2013, due to infection at the implant site; the issue could not be resolved.

Manufacturer narrative:
This report is filed april 2, 2014.

Manufacturer narrative:
(B)(4).